Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not booting up. Review of the system log file showed ¿sib malfunctioning¿. Upon further inspection, philips field service engineer (fse) confirmed that the dcps in m cabinet showed 230v input voltage in multimeter when measured. Fse replaced the dc power supply. After replacing the dc power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not booting up and got stuck at 00.00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the power supply which resolved the issue. The device was returned to use in good working order.